Event description:
Call received from reporting mother that the freestyle libre 2 blood glucose monitoring sensors are not working. The devices will not pair, they will not fully insert into her sons arm such that the wire is still visible after insertion, and that the devices cause excessive bleeding of her son's arm when attempting insertion or removal. Her son is depending on these devices and they are continuously failing. This is considered life-threatening.